Event description:
It was reported that the customer had been experiencing hypoglycemia, with a blood glucose of 31-45 mg/dl, and had symptoms such as shaking, sweating, mental confusion, and the inability to follow simple commands. The customer stated that a doctor had instructed the customer to reduce the basal rate to 70%. The customer also stated that the last infusion set change was done eight hours prior to the event. Programming was correct. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.